Event description:
The customer reported that the reservoir was leaking.

Manufacturer narrative:
Currently it is unk whether or not the reservoir may ahve caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. Co therefore considers this report complete to the best of their knowledge.